Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been one other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that an extensive soft tissue debridement was performed on the patient's right knee due to stiffness. While this was performed, surgeon decided to swap the 6x9 cs insert for another 6x9 cs insert. Patient had a mua in (B)(6) 2019 due to stiffness after patient did not go to physical rehabilitation, and contracted lyme disease after the primary implantation. Rep confirmed there are no allegations against the liner, provided primary and revision usage information, and reported that no further information will be available.